Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The patient underwent a revision surgery. Patient had shown signs of infection and was draining from the healed incision site. No instability was reported or observed. Cultures were performed intraoperatively. The patients 3yr old wound was draining for the last 3-4 weeks and the doctor decided to remove all the implants and implant an antibiotic spacer.